Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested in a neighboring hospital and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse performed a major preventative maintenance (pm). The fse also replaced the belts on the wash pump and the precision pump and the wash pump stator. Hardware is the root cause for this event. MDR # 2122870-2008-223 documents the results for pt 1. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2008-223, 2122870-2011-05135 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.